Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the unit went to a black screen when powering on and the intermittent inverter printed circuit board assembly was replaced to resolve. Analysis also noted a damaged power cord bay and handle covers ,both of which were replaced and the hard drive was reconfigured and the software reloaded. The device passed its final functional and system tests and no other anomalies were found.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that the programmer was dropped on its handle. It was further reported that the programmer went to a black screen after powering on and that it would reboot but the screen would go dark again. The programmer was returned for service. There was no patient involvement.